Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 380mm, standard nail per the sign technique manual. Related case ID: (B)(4), (B)(6) 2009. Surgeon comments: "he was operated about 7 years earlier. We removed the nail (it appeared a sign nail), over reamed and placed a larger nail. Post op xrays will be uploaded tomorrow."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. The broken nail was previously reported on (B)(6) 2016. The broken im nail has now been replaced with a 10mm x 320mm standard nail per the sign technique manual.